Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received where the patient was doing well.

Event description:
It was report that during a permanent implant procedure on (B)(6) 2024 the patient's oxygen level began to drop. In turn, the procedure was aborted. No device was implanted.